Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette diluent into well position b9 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced tip clamp, sleeve and plunger clamp in position 9. No death or serious injury was associated with this event.